Event description:
The customer alleged they received a questionable calcium gen2 result for one patient on their integra 400 plus analyzer. The patient's initial calcium result was 1.58 mmol/l and it was reported outside the laboratory. On (B)(6) 2014, the patient had a new blood sample drawn and tested. The calcium result was 2.14 mmol/l. The physicians asked the laboratory to repeat the calcium tests as they had not initiated any therapy and were confused by the results. On (B)(6) 2014, both of the patient's samples were repeated. The repeat calcium result from the first sample was 2.10 mmol/l. The repeat calcium result from the second sample was 2.20 mmol/l. There were no adverse events. The calcium reagent lot number and expiration date were requested but not provided. A definitive root cause could not be determined. A sample mismatch was excluded. An investigation of the data determined there was an abnormal increase in absorption during the low result's reaction. The absorption increase could only be plausibly explained by a sudden haze, turbidity, or color change. This was likely caused by contamination from the r2 reaction probe, however this could not be confirmed. Medication or disease could be excluded because the issue was not reproduced. A pre- analytical contamination could not be excluded. Based on the calibration and quality control results, the reagent system worked fine.

Manufacturer narrative:
This event occurred in (B)(6).